Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reay1432 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation at this time.

Event description:
Facility reported to the sales representative that when the product was inserted, it appeared to be stiff but became soft and flimsy during insertion which created difficulty with placement. This caused clotting in using this device. No additional information has been provided at this time. No patient injury reported.